Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 250mg/dl at the time of incident. The customer had symptom such as dehydration. The customer was hospitalized as in emergency room due to diabetes ketoacidosis. Customer was wearing pump at the time of hospitalization. The current blood glucose was 162 mg/dl. Troubleshooting was not performed. The product will not return for the analysis.